Manufacturer narrative:
(B)(4). An abbott technical service advocate (tsa) advised the customer to immediately discontinue drinking from the millipore water reservoir located in the laboratory. Field service representatives (fsr) from abbott and technical support from millipore did not identify any instrument performance issues that would have been anticipated had the millipore reservoir been contaminated. Abbott and millipore service then reviewed the tubing setup. It was noted that the c8000 waste tubing and millipore overflow tubing shared a t fitting which then connected to a common closed waste line drain pipe. After the initial evaluation was complete, the abbott fsr disconnected the architect c8000 waste line from the t fitting and reconnected it to an external waste pump as a precaution. The fsr then verified correct waste flow drainage from the high concentration waste pump. The millipore fsr replaced all components from the water purification module down to the architect system. The millipore overflow tubing did contain a check valve to prevent the backflow from the c8000 waste in to the millipore reservoir. However, it was discovered that the check valve was missing internal parts and would not have been functioning properly. A review of the complaint analysis trending database did not identify other complaints with similar issues. Water culture identification report from (B)(4), medical testing laboratory, revealed pseudomonas fluorescens/putida was cultured from the initial water samples taken from the millipore water reservoir. Environmental testing report (water analysis) from (B)(6) laboratory indicated flavimonas oryzihabitans (also known as pseudomonas oryzihabitans) was the only organism identified. The hospital physicians have chosen not to treat the lab techs for the bacterial growth identified as it is not required at this time. The architect system operations manual was also reviewed and indicated the presence of the potential chemical and biological hazards associated with the architect c8000 high concentration waste. General precautions in the operations manual also instructed the user not to eat, drink, or store food and beverages in areas where chemicals are used. Based on the evaluation results, the defective check valve in the millipore overflow tubing, which shared a common closed line with the architect c8000 waste line, was the primary cause of the issue. No malfunction or product deficiency of the architect c8000 analyzer were identified. There was no evidence to confirm that the architect waste had contaminated the reservoir any evidence to confirm that the architect c8000 analyzer waste had made it into the reservoir..

Event description:
Abbott was informed that ten hospital lab personnel have been using the chemistry millipore water system for drinking water and it was noted recently that the architect c8000 liquid waste may have backed-up into the millipore water tank/reservoir over-flow line. The hospital performed testing on the lab personnel as a precaution. Clinical information for the lab personnel indicated negative results for heavy metal toxicity and negative results for the hepatitis b panel. However, one lab personnel requested administration of prophylactic hepatitis b immuno-globulin based on a low hepatitis b surface antibody titer after being informed of this issue.